Event description:
The initial reporter received questionable elecsys nt-probnp g2 assay results from one patient sample tested on the cobas e411 rack. The reporter stated that the patient had a result of "1000 or more" from the e 411 in august. The initial result of the parent sample was 10 pg/ml. The first repeat result of the parent sample was 10 pg/ml. The second repeat result with the patient in a sample cup was "2000 or more pg/ml". This result was reported to the medical personnel.

Manufacturer narrative:
The reagent lot number is 732963. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and found that the ion blowers were not working properly (the blowers were needed because of environmental conditions; it is a separate device installed as an option for the e 411s in japan). The fse cleaned the analyzer and adjusted the alignments of the sample and reagent probes. The fse performed a repeatability test 20 times with successful results. The investigation determined the event was caused by the misaligned sample and reagent probes and the ion blower that was not working properly. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.